Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: 03/12/2014. (B)(4).

Event description:
A customer reported intermittent connection of the phaco handpiece and no vacuum during a procedure. An alternate handpiece was used to complete the case. There was no harm to the pt. Additional info has been requested.